Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate via email that during a meniscus repair the truespan 12 degree peek broke when it was tightened. As per the surgeon no excessive force was used. Procedure was completed using another device. No patient consequence was reported, however there was a 5 minutes surgical delay. As per the surgeon the suture had to be removed using a shaver.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received for evaluation. Visual inspection does not reveal any anomalies on the exterior of the device. The sleeve was removed from the shaft for further inspection. Visual inspection under magnification did not reveal any anomalies on the needle, shaft and the tubing was positioned correctly. The trigger was pulled and functioned as intended. The anchors and the suture were not returned for evaluation. This complaint can¿t be confirmed for the reported failure of broken suture because it wasn¿t returned, therefore couldn¿t be evaluated. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6) and no non-conformances related to the reported complaint condition were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6) and no non-conformances related to the reported complaint condition were identified.